Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. The patient recovery from the reported event was indicated to be (B)(6) 2017. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient experienced eye pain and increased intraocular pressure (iop). Medications were given and the symptoms were relieved.